Event description:
New information noted that the cultures were obtained.

Event description:
Related manufacturer reference number: 2017865-2023-50689. Related manufacturer reference number: 2017865-2023-50690. It was reported that a patient presented with an infection noted on the patient¿s system. The system was explanted on (B)(6) 2023. No adverse patient consequences were reported.